Manufacturer narrative:
The citation of the literature article is as follows: resnic et al (2017, january 25). Registry-based prospective, active surveillance of medical-device safety. The new england journal of medicine, 376(6): 526-535. Doi: 10.1056/nejmoa1516333. Additional information: 27,293 patients were 70 years or older; 26,065 patients were women. Please note that this event is regarding the 277 patient reported with access-site bleeding/hematoma. Since there were no patient demographics or device specifics, this event will be reported under one medical device report (medwatch). Please note that the expiration date, and the manufacturing date were unknown. The study took place from january 1, 2011 to september 30, 2013. And the devices were not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A lot history review was not possible as the lot number was not provided. However, product release at (B)(4) is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the information provided, the root cause of the reported event could not be determined. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product's instruction for use, prolonged access site-related bleeding is listed as a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, users are instructed to apply additional compression as necessary. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a lot history record review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. (B)(4) monitors for trends on a routine basis. Incidents will continue to be monitored for trends and corrective action will be taken as appropriate. Should additional relevant information become available, a supplemental report will be filed. Should additional relevant information become available, a supplemental report will be filed. This is one of three medwatch reports involved with the attached literature article. The manufacturing reference number for this event is 3004939290-2017-00038. The manufacturing reference number for the other medwatch reports are 3004939290-2017-00201 and 3004939290-2017-00202.

Event description:
As reported in the literature article published by the comparative effectiveness research institute, johns hopkins university school of medicine, a registry-based prospective study that analyzed vascular complications for patients that had undergone percutaneous coronary intervention (pci) revealed that the risk of vascular complications for the mynx vascular closure device was 1.2%. Vascular complications included local hematoma, major access-site bleeding, vascular complication requiring intervention, access-site hematoma, and post-procedural retroperitoneal bleeding. A total of 883 (1.2%) of patients experienced unspecified vascular complications, 277 (0.4%) of patients experienced access-site bleeding, and 1,328 (1.8%) of patients required blood transfusion. 73,124 out of 1,822,575 patients from the registry received unspecified mynx devices. Relative risks for vascular complications were greater in three pre-specified high-risk subgroups: patients with diabetes, those 70 years of age or older, and women. No further information is available at this time.